Event description:
Customer stated, "she was using the pad and it got very hot. Then she notice a small burn mark on the cover''. The product has not been returned for investigation. The customer did not claim any injury. The customer was contacted on 06/18/2019 and 06/25/2019 to remind them to return the pad for investigation and to gain more information. As of 07/03/2019 the pad has not been returned. Bce has not observed another similar feedback from the lot. Without the product, bce cannot make any further determinations.